Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the pts' femoral artery. The catheter was inserted into the saf sheath and became stuck. As a result, the md removed the iab and saf sheath as one unit. Another iab was prepped and inserted w/o difficulty. There was no reported pt death or injury. Medical/surgical intervention was not required. The was a delay in intra-aortic balloon pump (iabp) therapy listed as 10 mins. There were no reported pt complications. The pt has recovered and is no longer in the hospital.